Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified mid left anterior descending artery. Pre-dilatation was performed with a 2.0 x 15 mm nc trek. A 3.0 x 33 xience prime was advanced to the lesion but it could not cross. A second 3.0 x 33 xience prime was being advanced to the lesion when the stent dislodged and was retrieved with a snare device. Another 3.0 x 33 xience prime was successfully implanted. Post-dilatation was performed with an unknown balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.